Event description:
It was reported the device battery reached the recommended replacement time sooner than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4): performance data were collected from the device and analyzed. The recommended replacement time (rrt) occurred on (B)(4) 2012 when the device's rrt was less than or equal to 2.62 volts. Daily battery voltage trend data shows the battery voltage was 2.64 to 2.61 volts between (B)(4) 2012. The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.